Event description:
Litigation alleges that patient suffers from pain, lack of mobility, metallosis, and loosening. Although metallosis is alleged, a product invoice indicates the patient was implanted with a ceramic head. Therefore, we are not reporting metallosis.

Manufacturer narrative:
(B)(4).

Event description:
Updated affected body part, patient's weight and ip details.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot code combinations except for the head; one prior report for the head part and lot number combination. However, review of the as400 system show that 10 other devices from the reported head lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot code combinations except for the head; one prior report for the head part and lot number combination. However, review of the as400 system show that 10 other devices from the reported head lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The device is exempt from device history review per procedure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established.